Event description:
Rn (registered nurse) was trying to attach a doxycycline vial to vial-mate, the vial broke. It is unclear if this is a product issue or rn error. We did not have another vial in this lot # to do additional testing.